Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. X-ray observation revealed that a foreign material was caught in the check valve inside the luer base and created a gap. The backflow of the patient's body fluid is presumed to be due to the non-functioning check valve. The result of component analysis showed that the main component of the foreign material is polyvinyl chloride. It is presumed that the foreign material is not derived from this subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the user facility noticed that patient's body fluid flowed back into the subject device. The procedure was completed by replacing the maj-855 with another one. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.